Event description:
It was reported that on (b)(6) 2026, a patient presented with grade 5+ functional tricuspid regurgitation (TR) for a Triclip procedure. During the procedure, first triclip was implanted on anterior and septal leaflet. Second triclip was planned, one of the grippers would not lower and raise. Clip was removed from the patient. It was observed that gripper line was broken. Clip was removed from the patient and procedure was discontinued. The final TR was grade 3+. There were no adverse patient effects or clinically significant delays reported. On (b)(6) 2026, chordal rupture was observed.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.